Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and when trying to remove air from the vizigo sheath, air kept coming in and could not be fully removed, no matter how many times they tried. Air was confirmed inside the side port. Although the vizigo, including the dilator, was removed and reinserted, the issue persisted. The issue was resolved by replacing the vizigo sheath. The procedure was completed successfully. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).